Event description:
The customer reported that during a laparoscopic colectomy, a red warning light was provided by the system and the system stopped activating. The system was removed from the surgical field and a piece of the waveguide disengaged. There was no pt injury or tissue damage reported. The staff opened a new dissector, assembled it onto the system and successfully completed the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.